Manufacturer narrative:
(B)(4). Pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt developed an infection in the spine; discitis unrelated to the pump. The pt symptoms included fever and increased pain. All tests/treatments were done at the hosp; this reporter did not have the details. The pump and catheter were explanted to prevent chronic colonization. The event was not attributed to the implanted devices. The outcome was reported as "serious life threatening injury/illness recovered with sequela". The device system was used to deliver morphine sulfate and clonidine.